Manufacturer narrative:
(B)(4). Results: failure to deliver stent; 85% stenosis after pre-dilation. Conclusions: 85% stenosis after pre-dilation. Evaluation summary: the hypotube was slightly bent. The stent was positioned on the balloon as per specifications. The seventh and eight distal stent segments were raised and deformed. The damaged 8th distal stent segment od exceeded specifications.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion had some calcification and 90% stenosis. The lesion was pre-dilated once using a 2.5 mm x 15 mm balloon at 12 atms. Eighty-five percent stenosis remained following pre-dilation. The endeavor sprint device could not pass the lesion and the drug was removed. The struts of the stent were noted to be damaged. The device had been inspected prior to use with no abnormalities noted. Further pre-dilation of the lesion was then performed and the target lesion was treated using another endeavor stent of the same size. Patient status post-procedure was stable and no clinical sequelae were reported.